Event description:
The customer reported that the insulin pump alarmed motor error while changing his site and his blood glucose was higher as 427mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to protruded/loose drive support disk. Missing end cap sticker.